Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported after awhile, the cutter could not cut during a procedure. It was unknown if the aspiration was functioning. The procedure was completed after replacing the product with another. There was no harm to the patient. The product was retained. No additional information is expected.

Manufacturer narrative:
One sample was returned for evaluation for the report of the probe cannot cut. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were ten other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The cutter is stuck in port. No functional testing could be performed due to the cutter remained stuck in port. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive observed on the inner cutter when held under uv lighting. No resistance felt when removing the inner cutter from the bent needle. Slight wear marks at bend area. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 0-5 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).